Manufacturer narrative:
Device is used for treatment, not diagnosis. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd investigation was performed. The investigation of the complaint articles has shown that: the saw guide is routinely used with the 2.7 mm lcp ulna osteotomy system which is indicated for fixation of fractures, osteotomies, nonunions, replantations, and fusions of small bones and small bone fragments, including osteopenic bone, in the ulna. (Technique guide j11245a) the returned device is intact however the hold down screw has the threaded end broken off and was not returned. The remaining broken stud shows a break which is homogenous and indicative of consistent material composition but is bent. The knurled screw head shows pry/radial clamping marks which are evident from the unique distortion of the straight flutes. The combination of the bent stud and impacted knurled head provides the understanding that the screw¿s head was either pried and/or clamped against to likely gain additional fracture reduction. This action firstly would have bent the screw then when torque was applied to lock the bent screw, it sheared at the weakened bend. The technique guide does not provide any recommendation to pry or clamp onto this delicate screw for any reason. The saw guide is determined to have been used in a manner which is not recommended and led to this confirmed complaint for which no deficiency in design was detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an ulna osteotomy on a patient the surgeon had successfully completed the cut on the oblique side,. While the surgeon was attempting to remove the saw guide the screw from the saw guide got stuck on the drill template. The surgeon used forced to pull it out and then the screw broke off. There was no report of any delay in the procedure or harm to the patient. This is report 1 of 1 of complaint (B)(4).